Event description:
I underwent breast augmentation procedure (B)(6) 2008 dr (B)(6) in (B)(6). I received 375ml smooth-shelled silicone implants manufactured by allergan, serial numbers: (B)(4) (left) and (B)(4) (right). The procedure went well and recovery went perfectly. I never experienced capsular contracture or any other surgical complication. I have, however, developed many symptoms of implant illness that are otherwise not explainable by my drs. These include: unexplainable, non-hereditary infertility, heart palpitations, chronic insomnia, severe memory loss, confusion, inability to focus, unable to recall common words, chronic anxiety and depression, no appetite and nauseous every day, non-hereditary hypothyroidism, always feeling exhausted even if I do obtain good sleep, low libido, itching, burning face and rashes, chronic coughing and choking (especially at night), sharp rib pain, extreme discomfort and pressure on my chest, ringing ears, ibs, sudden vertigo 4 years ago, and totally intolerant to cold. I brushed most of these symptoms off for years, completely unaware that implants could be unsafe. The only risks discussed with my dr were of the procedure itself, or of rupture. I never knew until recently that they could leach toxins into my body and cause these symptoms. I have a consultation next week for explant with enbloc. I am doing this because I cannot get pregnant, even though my body seems to be working exactly as it should. I also feel it would be unethical to become pregnant with implants in my body, knowing what I know now. I'll be asking my surgeon to return my implants to me, and would like to send to pathology. I'll also be requesting images of the procedure. FDA safety report ID# (B)(4).